Event description:
It was reported the device became stuck on a non-boston scientific guidewire. A 1.85mm jetstream sc catheter was selected for a procedure to treat a 90% stenosed, moderately tortuous, and severely calcified target region with intermittent claudication located in the superficial femoral artery (sfa). After the 1.85mm jetstream sc catheter was used in combination with a non-boston scientific guidewire, the 1.85mm jetstream sc catheter became stuck on the non-boston scientific guidewire. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.